Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions revealed the right atrial (ra) lead was found to have exhibited oversensing noise resulting in inappropriate automated mode switch (ams) episodes. No intervention was performed. No patient consequences was reported.